Manufacturer narrative:
The customer reported problem was confirmed. Upon visual inspection the service technician noted that they replaced dim u1 on display board. Replaced lower pressure sensor due to failed occlusion. A review of the device history record for (B)(6) was performed from date of manufacture 09/17/2019 to present date 10/05/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device. The proximate cause of the reported issue was due to electrical failure of the display board.

Event description:
Alarm - error codes / messages. Customer reported no patient involvement.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
Alarm - error codes / messages. Customer reported no patient involvement.